Event description:
It was reported that far p wave oversensing was observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.